Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30727352) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00518 and 3008114965-2022-00519. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that angiography confirmed that the male patient suffers from severe stenosis of the middle basilar artery. After the patient underwent pre-dilation of the stenosed vessel with a balloon catheter, it was found that the stenotic vessel could not be maintained in an effective shape; a 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device (vrd) (enc451400 / 6948520) was used to maintain the vessel shape. The physician pushed the 4.5mm x 14mm enterprise® vrd into a 150cm x 5cm prowler select plus microcatheter (606s255x / 30727352). The stent was impeded in the microcatheter and could not be advanced nor retracted. After several attempts, the stent was retracted into the introducer sheath, but the stent component was detached / separated from the delivery wire. The microcatheter was then removed. The prowler select plus microcatheter and the 4.5mm x 14mm enterprise® vrd were both replaced with new devices to complete the procedure. There was no patient adverse event or complication reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 25-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00518 and 3008114965-2022-00519. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that angiography confirmed that the male patient suffers from severe stenosis of the middle basilar artery. After the patient underwent pre-dilation of the stenosed vessel with a balloon catheter, it was found that the stenotic vessel could not be maintained in an effective shape; a 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device (vrd) (enc451400 / 6948520) was used to maintain the vessel shape. The physician pushed the 4.5mm x 14mm enterprise® vrd into a 150cm x 5cm prowler select plus microcatheter (606s255x / 30727352). The stent was impeded in the microcatheter and could not be advanced nor retracted. After several attempts, the stent was retracted into the introducer sheath, but the stent component was detached / separated from the delivery wire. The microcatheter was then removed. The prowler select plus microcatheter and the 4.5mm x 14mm enterprise® vrd were both replaced with new devices to complete the procedure. There was no patient adverse event or complication reported. On 28-aug-2022, additional information was received. The information indicated that a gateway¿ pta balloon catheter (boston scientific) was used. Adequate, continuous flush was maintained through the microcatheter. The procedure was completed with another 4.5mm x 14mm enterprise stent of the same product code (enc451400) and another 150cm x 5cm prowler select plus of the same product code (606s255x). There was no clinically significant delay in the procedure as a result of the reported issue. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No damage was observed on the returned device. Microscopic inspection was performed along the microcatheter body. No damage was observed (i.e., no elongations, no kinks, and no compressed section). The microcatheter hub was observed undamaged. The device was flushed with a lab sample syringe. After flushing, a lab sample 0.018-inch guidewire was introduced into the microcatheter and advanced; the guidewire was able to advance until it exited the distal tip of the microcatheter without any noticeable resistance. The inner diameter (ID) and outer diameter (od) of the returned microcatheter were measured and confirmed to be within specifications. Functional evaluation and testing could not be performed with the concomitant 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device due to it being an incomplete device return, the guidewire was able to pass through the entire length of the microcatheter is an indication that the microcatheter was not obstructed. Additionally, no damages were observed on the microcatheter that could have contributed to the issue encountered during the procedure. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. Therefore, the customer complaint was not confirmed. A review of manufacturing documentation associated with this lot (30727352) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00518 and 3008114965-2022-00519. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 28-aug-2022. [Additional information]: on 28-aug-2022, additional information was received. The information indicated that a gateway¿ pta balloon catheter (boston scientific) was used. Adequate, continuous flush was maintained through the microcatheter. The procedure was completed with another 4.5mm x 14mm enterprise stent of the same product code (enc451400) and another 150cm x 5cm prowler select plus of the same product code (606s255x). There was no clinically significant delay in the procedure as a result of the reported issue. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00518 and 3008114965-2022-00519. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.